Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested. This device remains in service. No adverse patient effects were reported.